Event description:
Philip's bipap system one was recalled. Stopped using my unit and scheduled an appointment with my doctor. Had a new sleep study performed at my expense. Was instructed to continue use of the unit using a filter and monitor the filter for gray and or black specks and if present stop use. My breathing has been affected and philip's indicates replacement units could take 18 months. My budget does not allow me to purchase a new unit. FDA safety report ID # (B)(4).